Event description:
Event description cpi received information stating: the patient received inappropriate shocks. They removed the bipolar endocardial tined lead (0010) and found an insulation break. The lead was replaced with another cpi lead (0012).